Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Compatibility check and complaint history search were not performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has not been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent knee revision due to tibial subsidence. The tibial tray and bearing were revised. No further information has been provided.